Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor displayed a sensor reconnecting message followed by a pairing failed alert to the ilet, after which glucose readings resumed without additional troubleshooting. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included review of device pairing behavior and user-reported event chronology. Investigation of this case revealed a transient communication interruption between the cgm sensor and the ilet with subsequent automatic recovery, consistent with intermittent bluetooth connectivity behavior without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was probable transient wireless interference or environmental factors leading to brief loss of connection with spontaneous resolution.

Manufacturer narrative:
Initial